Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head experienced blurry and not bright even with brightness set all the way up. There were no reports of patient harm.